Event description:
Caller states, the pt tested 3.8 inr on coaguchek system 1 and 1.8 inr/1.8 inr/1.9 inr on additional coaguchek systems during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.